Event description:
Female out-pt presents for a right breast stereotactic core biopsy utilizing a hologic-lorad- multicare platinum sterotactic breast biopsy x-ray unit. The daily qa was performed by a mammography technologist and the qa passed. When the pt was undergoing the right breast biopsy system failed to target correct on 2 different biopsy attempts as the system was unable to obtain an x-coordinate on the image. System was taken out of use and hologic service was called. The service engineer from hologic found paddle set screws that became loose causing the reference hole to be mis-aligned which caused the failed right breast biopsy x2. Dates of use: (B)(6) 2005 - (B)(6) 2010. Diagnosis or reason for use: breast biopsy of abnormal lesion.